Event description:
It was reported that after a resection of merckel's diverticulum procedure, there was staple line leakage. A stapler was used in this procedure in a (B)(6) child in (B)(6) 2009. The stapling was performed without issue, but the physician noticed a slight leakage in the staple line, and decided to perform a turning in procedure with vicryl sutures, to enhance clotting. The patient left the hospital normally. Recently (no date), the patient returned with symptoms of intestinal occlusion, which led to a new surgical procedure. A stenosis was found at the location of the turned in staple line. A resection of the staples and a new anastomosis of the small bowel were performed. No further information is known.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed and ejected at the first firing. The clip was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.